Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed in the data flags but was unable to be duplicated. The service code did not impact the monitor's ability to acquire an ECG signal or deliver a defibrillating pulse. Upon further investigation, contamination was found on j1002aa & j1003aa on the defibrillation board, as well as u603 & c615 on the ca board, causing intermittent connection. Monitor did not pass autotests. The root cause for the service code 102 could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.